Event description:
The manufacturer received information alleging of feeling a foreign object "shoot down" the patient's throat a couple of times during clinical and therapeutic use. The patient states that they believe it may have possibly been plastic or food. No confirmation of the alleged foreign object has been provided. Therefore, the device did not cause or contribute to a serious injury or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging of feeling a foreign object "shoot down" the patient's throat a couple of times during clinical and therapeutic use. The patient states that they believe it may have possibly been plastic or food. No confirmation of the alleged foreign object has been provided. Therefore, the device did not cause or contribute to a serious injury or death. During the evaluation of the device at pil, the device was visually inspected and there was evidence of light black specks in the bottom enclosure. Additionally, there was dust contamination, mineral deposit found in the device. There was a total of 9 errors displayed in the error log.